Event description:
On (B)(6) 2012, the reporter contacted animas for an unrelated issue, and during troubleshooting it was noted that the pump only requires small volumes of insulin to prime after a cartridge/tubing change. The patient also noted that on occasion the pump dispenses insulin during the load step. Customer support advised the patient that a larger priming volume should be required to prime the type of tubing that the patient was using, and that the pump should not be priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 12/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows no evidence of load step malfunction or any unusual loss of prime. The pump booted normally and the ez-prime operation performed successfully and pump was able to prime normally. Force sensor reading is above normal specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates in the history. The pump was opened, no damage or moisture ingress was found to the force sensor circuit or to the power circuit. Force sensor resistance reading was checked and found within specifications.